Event description:
It was reported in early (B)(6) that the pt was having problems adjusting stimulation with the programmer both with and without the antenna attached. The programmer displayed the poor communication screen. Add'l info showed that the pt had a revision on (B)(6) in which a lead was replaced providing improved paresthesia to the lower leg. During the revision the health care professional had difficulty getting the lead to "go" posterior; it kept going anterior. Then the hcp had trouble advancing the lead past t12. There was some obstruction that kept sending the lead right when it needed to go left (the pt's pain was on the right). The hcp tried different stylets and attempted to gently curve the tip of stylet in an effort to provide improved steer ability. During troubleshooting the hcp tried two different external stimulators and two leads (the first lead showed impedances out of range on 4 electrodes). Then the snap lid kept shutting off. Initially there was a loose connection, but then it would not stay on. The snap lid and lead were replaced and the pt experienced "perfect" stimulation and "excellent" paresthesia with all impedances within range. Following the revision, the pt still has difficulty adjusting stimulation with the programmer. The pt was able to get into the individual programs but when trying to sequence the programs the programmer displayed the "re-sync" icon. Troubleshooting was ongoing. Add'l info has been requested, a follow-up report will be sent if add'l info becomes available.

Manufacturer narrative:
(B)(4).